Event description:
It was reported that during an attempted implant, the physician experienced difficulty implanting the lead smoothly. The physician elected to remove and replaced the lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.